Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed due to right cylinder proximal aneurysm that led to a fluid leak. All components were replaced. There was no reported clinical consequences to the patient.